Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six events were reported for this quarter. Three devices were received for evaluation. One device was available for evaluation but has not yet been received. Two devices were not available to stryker for evaluation. One event was not confirmed during testing; however, the device was found to be affected by corrosion. Two events were confirmed during testing; the device was found to be affected by corrosion. This device is not repairable and was not returned to the user facility.                 There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. There was no patient involvement; no patient impact.